Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed low battery alarm and off no power alarm after battery change. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
The device passed leak test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms or replace battery now alarms found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratches on lcd window.